Event description:
It was reported that the switch and knobs on the front of the device have been damaged. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the switch and knobs on the front had been damaged along with the bezel and air mix switch. The reported problem was able to be duplicated during testing. The root cause of the reported issue was found to be physical damage to the device. The repair actions were the replacing of the damaged components and recalibration of the device. A device history record (DHR) review was conducted which indicated new damages were unrelated to previous service records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).